Manufacturer narrative:
Correction for initial MDR 2955842-2025-46296 - field g3 was populated with 11/6/2025, but it should have been populated with 8/14/2025.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument is not supported. It is also not supported for change to other arms, the instrument can be used three times. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.